Event description:
Complainant alleged that while attempting to defibrillate a female patient, the device's energy level was set to 120 joules, however, the device charged up to 10 joules and internally dumped the energy. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction. Complainant indicated that during subsequent testing the reported malfunction was not duplicated.

Manufacturer narrative:
Zoll medical corporation evaluated the device and the reported malfunction was not replicated or confirmed. The device was returned to the customer.